Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 19mm 8300ab valve, implanted in aortic position, was explanted after an implant duration of 1 month and 28 days due to unknown reasons. The explanted valve was replaced with a 21mm 11500a valve.